Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, preventing the user from unlocking the device after initial successful use, and a replacement pump was provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued use of cgm via dexcom app or receiver and planned return of the original pump. Investigation included remote troubleshooting of the touchscreen and data review guidance, with instructions to shut down the device and to start up and configure the replacement. Investigation of this device revealed a suspected touchscreen failure consistent with a hardware user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction.